Event description:
A customer contacted beckman coulter inc. (Bci) to report creatinine reagent (crem) leaked from the bottom of the instrument. The customer is unable to determine the origin of the leak customer was wearing ppe when the leak was discovered and no injury or exposure was reported.

Manufacturer narrative:
Hotline assisted the customer to stop the instrument, which stopped the leak. A bci field service engineer (fse) discovered that the crem reagent was leaking. Fse replaced crem and performed all pertinent alignments. Fse ran calibration and controls. Analyzer performing to specification.